Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, wear/abrasion, brown and white particles in the shell. A leak test and microscopic analysis was performed which identified the device had no leakage. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: intact and functional. Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii-IV. Device has been explanted.